Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited far field r wave oversensing. No interventions were performed. There were no patient consequences.